Event description:
A company representative reported that an unknown cage was difficult to insert and that during cage insertion, the tip of one aleutian straight inserter inner shaft deformed and the tip of a second aleutian straight inserter inner shaft fractured. It was further reported that the surgeon subsequently changed their technique from a tlif to a plif. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient. This report captures the unknown cage.

Event description:
A company representative reported that a cascadia lordotic oblique tl interbody was difficult to insert and became deformed and that during insertion, the tip of one aleutian straight inserter inner shaft deformed and the tip of a second aleutian straight inserter inner shaft fractured. It was further reported that the surgeon subsequently changed their technique from a tlif to a plif and needed to remove additional bone as a result. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient. This report captures the deformed cage.

Manufacturer narrative:
Additional data: b5, d1, d4, d9, g4, h4. Corrected data: b1, b2, h1, h6.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.